Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and flanks on (B)(6) 2021 using the cooladvantage+ applicator with coolcore contour and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a2, a6, b3, b5 (treatment date), d1, d4, d8, d10, e1, g1, g4, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated to the upper abdomen, lower abdomen and flanks with six cycles of cooladvantage+ coolcore contour. The patient received a second treatment to the lower abdomen two months later with two cycles of cooladvantage+ coolcore contour. Three months post treatment, the patient was diagnosed with paradoxical hyperplasia to the abdomen and flanks. The tissue is described as firm and lumpy in pattern of where the patient was treated with the applicators. Visible enlargement is noted.